Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for clog and difficult/unable to operate (jammed insulin pen) on lot # 9106633. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra fine¿ pen needles had no insulin flow during injection. This occurred on 3 occasions. The following information was provided by the initial reporter: material no. 320122 batch no. 9106633. It was reported that no insulin flowed during injection. Also reported victoza pens are jammed. Verbatim: consumer stated, she dialed up her required dosage, and no insulin flowed during injection. Stated, she is using 'victoza". When the pen needle did not work on the first insulin pen, the consumer tried the same pen needle on a second insulin pen. Stated, both victoza pens are jammed now and she wants money back for victoza pens. Consumer discarded the pen needle in her sharps container and offered to send the sharps container so bd can retrieve it. Does not prime before injections. Incident occurred over a week ago. Stated, she is a lawyer.